Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Patient changes pump supplies to address elevated bg and insulin delivery was resumed. Customers bg is currently 343 md/dl.